Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut down while on a patient and then rebooted on its own. The system was in clinical use; however, there was no reported harm to patient or user. The device was removed from service. Further information is pending.

Manufacturer narrative:
To resolve the issue software version 3.00 was reinstalled by biomed and unit was tested. The system was confirmed to be working as per specification and returned to use, post this action.